Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). The hsk iii device was not returned to maquet cardiac surgery for investigation, because the device was discarded. However, photographic images were provided. Signs of clinical use and no evidence of blood were observed. A photographic visual was conducted. The delivery device and seal was seen inside the loading device. Based on the photos the delivery device was observed to be removed from the loading device. The seal remained inside the loading device. The position of the plunger and the blue slide lock is undeterminable, as the picture did not provide visibility of the plunger area. Based upon the photographic image received, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal 4.3mm seal wound not load into sleeve. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal 4.3mm seal wound not load into sleeve. A replacement device was used to complete the procedure. The hospital did not report any patient effects.